Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-03436. It was reported the patient ((B)(6)) experienced redness and swelling at the lead site and was also not feeling well. The patient was treated with intravenous antibiotics. Cultures taken of the lead site revealed the infection has cleared and the swelling and redness has resolved.